Event description:
It was reported that the customer experienced high blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.